Event description:
Device 2 of 3. Ref MFR reports: 1627487-2014-03000 and 1627487-2014-03002. It was reported, the pt experienced heating while charging, shocking and the inability of her scs ipg to hold a charge. At this time, it is not clear whether the shocking issue is regarding the scs ipg or the scs lead; therefore, the scs lead is being reported as device 3. The issues remain unresolved despite multiple reprogramming and a replacement charging system. Surgical intervention (ref MFR report: 1627487-2013-19585) will be taken at a later date to address the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.